Manufacturer narrative:
Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the valve thrombosis is unknown. No additional information has been provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our german affiliate, approximately 2 years post tavr procedure, the sapien xt valve was explanted due to thrombus. As reported, the patient was under dual platelet therapy after the implant. The patient was readmitted with symptoms and a gradient of 70mmhg. It was noted that 2 leaflets were not moving. The sapien xt valve was explanted and a strong thrombus formation was observed. Potential contributing factors are unknown as no medical history was provided.